Event description:
It was reported that prior to starting a da vinci s surgical procedure, during set up, the surgical staff reported seeing a wire sticking out at the distal end of the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument wire sticking out at the distal end was confirmed. Instrument was found with frayed cable at proximal clevis pulley. Frayed cable section is approximately 0.05 in length. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.